Event description:
The customer reported that she was hospitalized with blood glucose levels greater than 1000 mg/dl. The customer was found unconscious by her son. Troubleshooting was performed, but the customer was unsure whether or not the settings were correct. Advised the customer to contact her health care professional to review her insulin pump settings. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.